Event description:
A malfunction was reported on the pump, indicated by malfunction code 12, but no notable events occurred prior. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if further issues arise.